Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. 7pcs retention samples were checked the leakage through clog test, there is no leakage detected, the water was flowed through the cannula tip which is meet requirement. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10

Event description:
It was reported that 2 pen needle 31gx5mm 7 pack leaked during use. The following was reported by the initial reporter: "1. Customer bought a box of 7 insulin needles in the offline pharmacy, and there was insulin fluid leakage of 2 insulin needles in total 2. Customer injected once a day with 8 units at a time by using a novol injection pen 3. Products were kept by customer"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 pen needle 31gx5mm 7 pack leaked during use. The following was reported by the initial reporter: 1. Customer bought a box of 7 insulin needles in the offline pharmacy, and there was insulin fluid leakage of 2 insulin needles in total. 2. Customer injected once a day with 8 units at a time by using a novol injection pen 3. Products were kept by customer.